Event description:
This lead showed loss of capture. Generator was reprogrammed by increasing volts and changed vector and obtained capture. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.